Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were provided and reviewed by a health care professional. The patient underwent an initial right total hip arthroplasty approximately 8 years ago. Subsequently, the patient developed pain, gait abnormalities with limb shortening, reduced range of motion, and instability. X-ray imaging revealed subsidence of the stem, though all components appeared well fixed. To restore biomechanics, a revision of the head and liner was recommended and successfully performed approximately 6 months ago, without any known complications. A definitive root cause cannot be determined. The complaint is confirmed based on the medical note findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk cls stem, sz 7 unk; unk biolox delta head, 32mm unk; unk continuum cup unk. G2: foreign: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty completed. Subsequently, the patient developed pain, gait change with limb shortening, decreased range of motion, and instability. Xray imaging demonstrated subsidence of the stem, although all components currently appeared well fixed. Revision of the head and liner to restore biomechanics was recommended and completed without any known complications. Further details have not been provided at this time.